Event description:
The advocate stated, the customer tested her blood glucose using her contour and received a reading of almost 500 mg/dl. The customer then retested using the advocate's meter and received a reading around 56 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.